Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Photographic inspection noted that the staple line appears to be complete. It is unclear where the staple line may have failed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer¿s quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred post-operatively from an esophagus operation. The patient returned after 10 days with a failed staple line and leakage. Surgical intervention was needed and a re-operation was performed. There was additional tissue damage. The event lead to an extension in patient hospitalization. Patient is alive but still in critical condition.